Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for pseudomonas aeruginosa, morganella morganii and escherichia coli. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, (B)(4) confirmed the followings in the evaluation of the subject device. - cracks of the lenses - wear and tear of the bending tube - damage of the boot - corrosion on the suction cylinder - cut on the remote switch 1 - kinks of the insertion tube the exact cause of the reported event could not be conclusively determined.